Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained. Sc-1110-02 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.